Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 15-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and replaced the sample nozzle and verified nozzle alignments. Fse retrieved lost wash probe tips and inserted new tip, wash probe tip is secure and not loose. Fse replaced wash probe and operation returned to normal with no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was bent sample nozzle.

Event description:
On (B)(6) 2015, a customer reported sample probe is broke and tips do not fit wash probe with their aia-360 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.